Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.

Event description:
Boston scientific received information that after almost three years of implant, this implantable cardioverter defibrillator (ICD) had a longevity of one year remaining. Data analysis revealed the device had a higher than expected power consumption. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.